Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. Vascular access was gained via the femoral artery. The 2.5x28mm, 75% stenosed, eccentric and progressive target lesion was located in the severely tortuous and severely calcified proximal to mid left anterior descending (lad) artery with significant lesion bend between 45 and 90 degrees. The lesion was pre-dilated with a 2.5x15mm quantum maverick balloon. The 2.5x28mm promus element stent was advanced however was unable to cross the lesion. Upon removal it was noted that the stent was deformed. The procedure was not completed due to severe vessel calcification. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).